Manufacturer narrative:
Evaluation: visual inspection of the lens showed evidence of surgical residue and one haptic was torn off missing. Conclusion: the root cause of this event could not be determined because the cartridge and injector were not returned.

Event description:
The surgeon implanted a plate silicone lens model aa4204vl and was torn during implantation. The lens was removed without patient injury. The facility indicated it is unknown as to what caused the lens damage. The facility did not specify the model and lot numbers of the injector and cartridge used during surgery.